Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the blood glucose was 273 mg/dl, customer delivered a bolus and the blood glucose went up to 359 mg/dl. Customer had some potato chips prior to having high blood glucose. During troubleshooting, found air bubbles in the reservoir. After troubleshooting, customer will not be returning the device for analysis.